Event description:
During a laparoscopic cholecystectomy surgery, the specimen retrieval bag deployed broke when the specimen was being removed from patient. Customer described the bag as "shattering" meaning pieces came apart and had to be retrieved. Specimen was said to be of normal size and no excessive tugging was involved. Specimen filled 50-70% of the bag. The staff discarded the bag and completed the surgery with a competitor's device. No patient injury reported.